Event description:
The acculink stent was implanted because of restenosis after "carotis communis-surgery". The stent was placed without problem in the right position, but there was a "filling defect" on the upper stent margin (3 mm large). Because neuroprotection was present and a thrombus was suspected, the physician performed two dilatations to remove the thrombus. He was unsuccessful. Flow was okay and plaque was stable. Two days after implantation, the physician made a CT (computerized tomography) and he could see in x-ray film a "plaque". The pt is well.